Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a jejunostomy procedure, the device was unable to fire, handle was unable to squeeze, and green button was not pressed, and had a problem unloading the device, wherein stapler would not open once was inside laparoscopic field pre-firing. After loading unit was attached to the stapler and closed to pass trocar it would not open up to be able to use. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two endo gia* 4devices with articulating vascular/medium reloads. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second reload had a full complement of staples. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.